Event description:
It was reported that the guidewire became stuck inside the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the guidewire was stuck in the lead due to dried blood in the lumen of the lead. At the time of analysis, the guidewire was removed with significant traction. The guidewire was unraveled during the analysis, not during the procedure. Visual analysis indicated apparent implant damage. (B)(4).